Event description:
Customer reported non-primary stability. (B)(6). On 2026-02-19 ah: consulted with ba and added implant driver (according to mentioned driver on cf).

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. The product is not available for investigation. In case any new or additional information a follow-up report will be sent. Trend is tracked and monitored.